Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to an 8f and ultimately an 18f sheath and the evar procedure was completed. Reportedly post procedure, when it was time to close the vessel, the rail suture of the first prostyle suture was taken and the knot pusher was inserted on the rail. It was then noted that the rail suture had separated in two parts. The vessel was still managed to be closed with great success with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.